Event description:
On (B)(6) 2010, a baxter medical information specialist received a call from a facility dialysis technician reporting a patient reaction using a xenium xph170 dialyzer during hemodialysis therapy. During a follow up call on (B)(4) 2010, the technician indicated one patient had experienced reactions on 5 separate dates during use of a new xenium dialyzer on each date. On the (B)(6) 2010 event date, the patient's blood pressure dropped at the end of therapy. The patient complained of feeling dizzy, confused, lightheaded, weakness and had developed restless leg syndrome. Components of therapy included: tylenol, heparin (the dose given was a 3000 unit bolus and a 1200 units per an hour). The patient's blood was rinsed and returned to the patient with extra fluid (saline). The therapy was stopped. The patient was released to home. This is the second event. The samples were discarded and there are no companion samples available.

Event description:
The user reported a cortisol result of <0.1 ug/dl (<0.018) with a data flag for one patient sample. While performing correlations with their sister facility e-170 analyzer, this same sample generated a value of 30.3 ug/dl. The user then repeated the test on (B)(6) 2010 using the same original sample tube on the same e-601 serial # (B)(4) and the repeat value was 33.26 ug/dl. The user sent a corrected report with a value of 33.3 ug/dl and then called the floor. The user was told that the patient was deceased. The original cortisol result was sample # 3 of 3 of an acth stimulation test after the administration of cosyntropin. Cause of death was unknown to the lab and no further patient information could be provided. The information provided does not demonstrate any evidence that the erroneous result caused or contributed to the patient's death. The cortisol reagent lot number was 15626902. The field application specialist determined there was a possible sampling issue. The field service representative was unable to determine a cause. He ran performance tests, ran precision testing and checked all adjustments. To verify the analyzer operation, the user ran qc which was acceptable.

Manufacturer narrative:
A specific root cause could not be clearly instrument calibrations did not indicate a general instrument problem. Sample handling or preanalytical issue was not found. A sample pipetting failure is the most likely cause of this issue. A possible reason for this would be a bubble on the sample surface.